Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The phenomenon was attributed to a stiff power switch - however, the cause of this condition could not be further determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the power button was stuck. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using a different olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the power button stuck due to a faulty switch. In addition, it was recommended to update the software version 1.03 to version 4.10. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.